Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/17/2023, it was reported by an arthrex subsidiary employee via email that an ar-8934bnf small joint bio-suturetak anchor broke. All fragments were removed from inside the patient and the case was completed using another ar-8934bnf small joint bio-suturetak. This was discovered during a modified brostrom procedure on (B)(6) 2023. There was no case delay and additional anesthesia was not administered.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is not confirmed. Visual evaluation identified that the driver was received without broken pieces of the bio-suturetak or suture. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.